Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge detection notification occurred during the load sequence. The customer successfully completed the load sequence by loading a new cartridge onto the pump. Blood glucose level was in the 60's mg/dl range.